Event description:
"Patient presents an allergic reaction. What is the current step and arch being discussed? Both. · presence of a rash? Itchy. · presence of sores? No. · presence of swelling? Yes. · presence of fever? No. · difficulty breathing? No. · known allergy to plastic? No. · any allergies to disinfectants? No. · was the product rinsed at seating? Water. · what was used to clean the product? Water. · does the product appear to be clean? No. · has the patient seen an allergist or their primary care physician? No. · if the patient has been diagnoses, what were the results? Bees. · what measure were taken to alleviate the reaction? Stopped wearing it, tylenol. · include a photo of the issue. · is the product being returned? No."

Manufacturer narrative:
Clearcorrect findings: a review of case #(B)(4) shows the patient started treatment in (B)(6) of 2021. The patient has not experienced any issues with the devices prior to phase 5, the most recent phase received by the customer on (B)(6) 2024. Patient has discontinued use of the devices. No changes have been made to the manufacturing process or materials that would result in potential reactions. Allergic reactions are a documented undesired side-effect of clear aligner therapy which are closely monitored via post-market surveillance. The trending data shows no negative impacts to risk/benefit, and the occurrence rate is within the expected range. Information provided by the customer: what is the current step and arch being discussed? Both. · presence of a rash? Itchy. · presence of sores? No. · presence of swelling? Yes. · presence of fever? No. · difficulty breathing? No. · known allergy to plastic? No. · any allergies to disinfectants? No. · was the product rinsed at seating? Water. · what was used to clean the product? Water. · does the product appear to be clean? No. · has the patient seen an allergist or their primary care physician? No. · if the patient has been diagnoses, what were the results? Bees. · what measure were taken to alleviate the reaction? Stopped wearing it, tylenol. · include a photo of the issue. · is the product being returned? No. Clinical evaluation: the complaint is of itchiness and swelling, however it is not clear where this sensation was located or even if it was intraoral. No photographs were provided. The medical history shows the patient was diagnosed with an allergy to bees. At this time, aligner wear has been discontinued and the sensation alleviated but the patient has not been referred to a physician for evaluation. With the little information provided there it is no cause and effect relationship can be established. Further evaluation and documentation are warranted.